Manufacturer narrative:
On (B)(6) 2021 customer returned pump for an alleged crack damage: screen. Pump received with cracked and bleeding liquid crystal display glass. Unable to perform the displacement and self test or verify missing segment due to physical damaged to liquid crystal display glass. The following were noted during visual inspection: cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The original liquid crystal display board was removed and replace with a test liquid crystal display board. No anomalies was notice. Problem isolated the liquid crystal display board. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had display anomaly. Customer stated that the lcd screen was black and cannot be seen. Customer stated that the screen of insulin pump was cracked. No harm requiring medical intervention was reported. The customer will discontinue use of the device.